Manufacturer narrative:
Fill estimate issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the cartridge was filled with 200-250 units of insulin and the customer received a fill estimate of 165 units. Customer stated multiple boluses were delivered and the fill estimate remained static. Reportedly, the fill estimate then displayed 160 units of insulin. Customer had elevated blood glucose levels (317 mg/dl). Customer stated they will deliver a manual injection to stabilize blood glucose levels.